Event description:
Kimberly-clark received a report from (B)(6), stating, "a 4cm section from the tip of the suction catheter snapped off and was found inside the baby. The baby's et tube was repositioned and stitched on (B)(6). Twelve hrs later an x-ray was taken and something showed up on the x-ray, but it was not clear if it was inside or outside the chest cavity. On (B)(6), another x-ray was done but the item did not show up. On (B)(6), another x-ray was taken and the item had reappeared. On (B)(6), the patient's physician was able to extract the item which was identified as the tip of the suction catheter." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed the product met all manufacturing specifications. A 3.5cm section of the distal end of the suction tube was returned. The distal tip of the returned tube section was intact, but the proximal end, which is the location where the tube was reported to fail, was jagged. Based on requests for additional information, the reporting facility provided a photo that showed the et tube adapter, which was in use during the event, wrapped with suture that pierced through the adapter. If the closed suction tube was not retracted when the suture was used, the suture could have pierced or cut the suction tube and contributed to the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.